Event description:
A malfunction was reported on the customer's pump, with a malfunction code displayed as "malf 16." The customer's mother attempted to reset the pump several times using online instructions, but the issue persisted. There was no information provided regarding the impact on the customer's blood glucose level. Technical support provided reset information and ultimately decided to replace the malfunctioning pump, while also sending a loaner pump. Customer's warranty covered the replacement, and they were informed about updated software and available training. There were no details on backup therapy, but the customer's mother planned to find an alternative.